Manufacturer narrative:
The user-reported system error issue could not be confirmed. On 03/27/2017, zyno customer service contacted the user, and the user reported that issue was resolved and the pump would not be returned to zyno for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00068).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the pump.

Event description:
The user reported that the pump alerted "system error". No patient injury or harm occurred in this case.